Event description:
Upon completion of colonoscopy, gi scope was cleaned with a double-header us endoscopy channel brush. The distal tip of the brush broke off in the suction channel of the gi scope. The scope was processed using high level disinfectant with the brush tip lodged in the suction channel. After processing the scope was used on another patient, until the brush tip caused the scope to malfunction. The patient that the scope malfunctioned on was offered blood testing for blood borne pathogens, also, the patient, the scope was used on prior to the malfunction, will get tested for blood borne pathogens.